Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary stent surgery, and the customer restarted the system to continue the procedure, and the surgery was completed without any delay. The philips remote service engineer (rse) inspected the system remotely and confirmed that system crashed suddenly during the coronary stent surgery, customer loosened the footswitch, but the indicator still on. Review of the system log file showed that the failure in sib box communication. Upon troubleshooting, rse found the failure in sib (system interface board) box and ippc (image processing pc). The defective sib box unit was returned to philips for analysis and found that the cause of the failure could not be conclusively determined by the supplier's part analysis. To resolve this issue, field service engineer (fse) went onsite and replaced sib box. After replacement, the system was returned to use in good working order.at the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable.the codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system crashed, stopping fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.